Manufacturer narrative:
Evaluation summary: the analysis results showed that one device was returned with an original cartridge loaded. The returned cartridg ewas noted to have a wedge band bypass. The left side was noted to be 3/4 partially fired and the right side was noted to be unfired. When tested for functionality with a test cartridge, the instrument fired conforming. Based on the analysis findings, the right wedge band most likely entered the knife slot and bypassed the right side of the cartridge.

Event description:
It was reported that during a wedge resection, the device did not fully deploy the cutter when firing the first time. As a result, there was only a partial release of the staples and knife blade. It was not reported how the procedure was completed. There was no pt consequence.